Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began at an unspecified time on (B)(6) 2015. In addition to the power issue, the patient also reported experiencing an issue with the ¿apply sample¿ message being displayed and the blood sample not being drawn in properly. The patient stated that he manages his diabetes using a combination of pills, diet and/or exercise and denied making any changes to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿blurry vision and anxiety¿ approximately 1 day after the alleged issue began, but denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the correct test strips were being used (lot 3606094), the testing procedure was correct and it was not the first use of the product. The csr walked through inserting a new test strip and the meter did turn on. The meter also turned on by pressing the power button. However when the test strip with the alleged issue was inserted the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and he reportedly developed signs/symptoms suggestive of serious injury after the alleged meter issue began.